Event description:
It was reported a patient's atrial lead presented with perforation. The lead was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: a1, b1, b5, d4, h4, h6.

Event description:
New information received notes the atrial lead had out of range thresholds, impedance, and sensing and the perforation was confirmed visually. The patient was stable.